Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the aspiration needle's proximal attachment of the mandrel on the fell off. The issue occurred during a diagnostic endobronchial ultrasound procedure. There were no reports of patient harm.